Manufacturer narrative:
1. According to the production traceability records, the batch number is sn210112 and the specification is 25g × 1 ', the product code is n-2510. The production records and inspection records show that there is no abnormality in the production process, so the production process is stable. 2. When the customer feedbacks that the safety sheath slides to one side during locking, a similar situation will not occur during the normal use of the safety injection needle. 3. According to the customer's complaint, the safety sheath slipped, so in actual operation, it was not implemented in accordance with operation step 6 required in the instructions; when the safety performance is enabled, if the pressing position of the safety sheath is skewed when the safety sheath is pressed, the safety sheath will be considered to be damaged. Therefore, the training will be strengthened. When using the safety injection needle, the safety performance requirements for enabling the safety performance shall be locked in the correct direction in full accordance with the requirements of instruction 6, so as to achieve the effect of safety protection.

Event description:
Several employees received needle stick injuries as a result of the safety needle orange cap malfunctioning. The malfunction reported indicated that the safety cap slid off to the side when trying to activate it.